Event description:
As reported, approximately 4.5 years post initial right taa, the 63 y/o male patient complained of pain. Patient had a recalled poly. Patient was revised with exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to recall hospital will not release device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.